Manufacturer narrative:
The disposable first pass device was functionally tested with a needle that was received with the device. The returned device performed as intended during testing and no visual discrepancies were observed during visual inspection. The customer¿s complaint could not be verified, nor could a root cause be determined with confidence. The most plausible cause for the reported failure of the lever not staying closed and the trigger not locking may be due to user unintentionally bypassing the trigger actuation. During use, if lever and trigger are actuated simultaneously when actuating the needle, the lever will not stay closed. When releasing the lever, the trigger must also be pressed in order for it to unlock and bring the handle to a complete needle actuation.

Event description:
It was alleged that the jaws of the dfp suture passer would not stay closed and the two stage trigger would lock into place when pulled back. The procedure was successfully completed using an alternate device/method. There have been no reported patient complications.